Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter is giving an "apply sample" message. A no response letter was sent to the patient, as this medical surveillance specialist was unable to contact the patient to clarify info obtained during the initial call. The "apply sample" message began the day prior at 11:59pm. As a result of the reported issue, the patient ate more food/drink at the time of concern. On original date at 5am, the patient developed symptoms described as "shaky, sweaty, and weak". The patient administered self-treatment with food/beverages. The patient did not test with any other devices. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms that were suggestive of hypoglycemia after the "apply sample" issue began. Replacement products were sent to the patient.